Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Analysis of the system log files showed the generator is busy starting up, no x-ray is possible, and the x-ray generator reported an ips phase fault. Upon troubleshooting, fse found a voltage discrepancy in the hospital earthing values. To resolve the issue, fse corrected the earthing value within specifications. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion system to be unable to perform exposure. This scenario includes situations in which the main hospital power supply is not functioning or there is a localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy.the device in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.